Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant the physician had difficulty inserting the lead pin of a competitors rv lead into the connector port. It was noted that the connector port of the cardiac resynchronization therapy-defibrillator (crt-d) was very tight. The physician used silicone oil to successfully insert the lead pin into the connector port. The device remains in use. No patient complications have been reported as a result of this event.